Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue.  Physio downloaded the device's electronic records and observed that the unit had accumulated 5.3 hours of on-time due to repeated user power on cycles which had depleted the internal hybrid layer capacitor (hlc) batteries to zero (0) in (B)(6) 2016.  The device was likely stored with an item on top of it which repeatedly pressed on the on/off button, causing the repeated power on cycles that resulted in the depletion of the internal hlc batteries. The customer then replaced the charge pak battery charger which recharged the internal hlc batteries.  The device would power on, charge and shock during testing.  The device was opened and an internal inspection was performed; however, no discrepancies were observed. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had previously depleted to zero (0) which could inhibit the device's ability to provide defibrillation therapy, if it were necessary.